Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. May have been discarded.

Event description:
Patient reported that the staple had backed out. Had revision surgery and staple was removed. No other device was put in. Right foot.

Manufacturer narrative:
The reported incident that osteosynthesis compression staple easyclip 18x14x14mm was alleged of issue s-14 (poor fixation) could be confirmed based on provided x-ray. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by overloading on the implant. A statement provided by our clinical consultant says about the posistioning of the easyclip implant in this case: ¿[¿] if a surgeon elects to place a clip across an open joint, it will break. The clip is to augment the fusion of the two bones, if a delayed union or non-union results the clip will break. This is happening because there is uncontrolled motion at these articular surfaces. This is not a problem with the clip, breakage is secondary to motion. [¿] " it has also been reported that the patient¿s activity post implant involved some weight bearing within 8 weeks post operatively. The operative technique explains: ¿[¿]warning information: easyclip implants are not intended for immediate postoperative weight bearing. Be sure that the postoperative loading of the internal fixation is reduced to a minimum (e.g. With application of a forefoot off-loading shoe) until bone consolidation is confirmed by follow up x-ray examination[¿]¿ [original statements] furthermore, at the time of event, it was reported that the patient¿s height was (B)(6) and his weight varied between (B)(6). This gives him a body mass index of between (B)(6) and classifies him as obese in both cases. This gives him a body mass index of (B)(6) and classifies him as obese. The instructions for use state: ¿[¿]factors capable of compromising implantation success: [¿] excess weight, intense professional or sporting physical activity that exposes the implant to excessive or repeated loads. [¿]"[original statements] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Patient reported that the staple had backed out. Had revision surgery and staple was removed. No other device was put in. Right foot.